Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and sensor wire is attached to wearable. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information. D9 device available for evaluation - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H3: device evaluation by manufacturer - addition information. H6: adverse event problem - addition information.